Event description:
The patient began to have difficulty recharging the neurostimulator. The implantable neurostimulator was overdischarged. The patient was seen in clinic. A physician mode recharge was completed. Afterward, the 4-6 recharge efficiency bars were noted on the recharger. The patient was sent home with instructions to complete recharging. The patient was morbidly obese. The patient scarred 'very well. Due to his mass, the incisions had widened and created a lot of scar tissue which my have added to the difficulty charging the neurostimulator battery. The patient had to stop recharging at times because the tissue over the device became hot and tender. The hcp was considering additional surgery to move and superficialize the implantable neurostimulator pocket. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.